Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for closure during a colonoscopy procedure performed on an unknown date. A few days post-colonoscopy, the patient developed sepsis and required exploratory surgery. The procedure revealed that the infection originated from one of the clips used, which caused a perforation during the previous procedure. Additional information received on july 30, 2025 it was confirmed that the original clip from the original procedure was treating a perforation.

Manufacturer narrative:
Block b3: approximated to july 1, 2025, based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on july 30, 2025. Block h6: patient code e0306 captures the reportable event of sepsis. Impact code f1901 captures the reportable event of additional surgery. Imdrf device code a051201 captures the reportable event of clip dislodged.

Manufacturer narrative:
B3: approximated to july 1, 2025, based on the date the manufacturer became aware of the event. D4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: patient code e0306 captures the reportable event of sepsis. Impact code f1901 captures the reportable event of additional surgery. Imdrf device code a051201 captures the reportable event of clip dislodged.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for closure during a colonoscopy procedure performed on an unknown date. A few days post-colonoscopy, the patient developed sepsis and required exploratory surgery. The procedure revealed that the infection originated from one of the clips used, which caused a perforation during the previous procedure.